Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device prompted a "check pads" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.